Event description:
Information received with return of the explanted device notes that the patient had "auricular" fibrillation. The device was pacing at 135 ppm. A telemetry anomaly was noted and the device reverted to vvi at 70 ppm.